Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt feels discomfort during implant testing and eval. The child responds to loud sounds, but she has stopped progressing. The pt says that her hearing has decreased.